Manufacturer narrative:
Of the 6 malfunctions, 5 provided lot numbers, and lot history reviews were performed. Of the six malfunctions, five did not have samples returned and are inconclusive for the reported self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. The device for the remaining malfunction has been returned to the manufacturer for evaluation and self-activation was identified. The definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the six self-activations, one did not involve a patient, and five involved patients with no reported consequences. Of the six malfunctions, three patients were reported to be between 48 and 62 years old, and the patients¿ weight were in the range of 43 to 57 kgs. One patient was reported as male and one patient was reported as female. The remain patient information has not been provided.

Manufacturer narrative:
Of the six malfunctions, five did not have samples returned and are inconclusive for the reported self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. The device for the remaining malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the six self-activations, one did not involve a patient, and five involved patients with no reported consequences. Of the four malfunctions, three patients were reported to be between 48 and 62 years old, and the patients¿ weight were in the range of 43 to 57 kgs. One patient was reported as male and one patient was reported as female. The remain patient information has not been provided.